Event description:
Report received from the USA stating that the device was "getting hot". It was unk to the reporter whether or not the device was used in surgery. It was unk if there were any injuries or medical intervention reported. There was no add'l info provided.

Manufacturer narrative:
The device has been received by anspach. The event could not be confirmed. If add'l info is received, a supplemental report will be sent. (B)(4).